Event description:
Table top was becoming increasingly difficult to move longitudinally. A long scrape was evident just under the table top that paralleled the table range of travel. Table supports a vision tester, auto-refractometer and a non-contact keratometer. Inspection found the table top rail roller surface had bent from a 90 degree angle to about 120 degree. The difficulty in table top travel and the scrape were a result of the bent rail. With the rail removed, a three foot groove was worn longitudinally inside the aluminum rail. Most of the equipment weight was distributed towards the pt's side of the table. This imbalance put constant upward pressure on two steel rollers on which the rail traversed, one of which over time wore the groove into the rail. The rail wore to the point that it eventually began to bend. If not identified in time there is a potential for the table top to tip over, dumping the equipment to the ground or worse into a pt's lap.